Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician discovered that the wrong size ruby coil had been selected and therefore, began retracting it. Upon retraction, the physician felt resistance and the ruby coil unintentionally detached within the non-penumbra microcatheter. The physician removed the microcatheter and flushed the detached ruby coil out, then completed the procedure using the same non-penumbra microcatheter and a new ruby coil. It should be noted that the physician reported using a rotating hemostasis valve, but did not maintain continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the ruby coil pusher assembly and the pull wire was retracted out of the hypotube. The embolization coil was detached from the pusher assembly. Conclusion: evaluation of the returned device revealed the pet lock was broken and the embolization coil was detached from the pusher assembly. A broken pet lock indicates a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the embolization coil. Since the pet lock was broken and the embolization coil was not returned for evaluation, the root cause of the resistance and unintentional detachment reported in the complaint could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.